Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #2 proglide is being filed under a separate manufacturer report number.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, as the knot was being advanced to the vessel, the suture broke. A guide wire was inserted into the vessel, the suture was removed, and a second proglide was attempted. After advancing the knot to the arterial surface, bleeding continued. Manual arterial compression and a mechanical compression device were use to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors causing a suture break included, but not limited to, incorrect operator deployment techniques, manufacturing deficiencies, and challenging anatomical conditions. A suture break may occur if the suture is nicked by rotating suture trimmer, the thumb knob is released and the gate is closed on the suture, if excessive suture tension is applied during knot advancement, if a quick jerky motion is used to apply tension on suture, pulling laterally or medially on suture limb, and if the incorrect end of the suture was pulled during knot advancement. The complaint information did not report any incorrect operator deployment technique. Due to the monofilament suture not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. However, during the manufacturing process all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify suture is not damaged or deformed. Challenging anatomical conditions can interfere with the deployment process and may snag the suture during the tightening process. This can result in the operator applying additional force to complete the suture deployment that can cause the suture to break. A femoral angiogram performed revealed no calcification, tortuosity, or scarring at the access/groin site. There is no reported information to indicate a challenging anatomical condition influence. Additionally, the proglide instructions for use do not indicate any patient conditions associated with suture breakage. It was also reported by the operator that the device deployed the suture successfully. The suture break occurred during the tightening of the suture. Based on the in-process inspection, lot acceptance testing, and operator experience; there is no reported information from the incident that would indicate a manufacturing deficiency. The investigation could not conclude an incorrect operator deployment technique, manufacturing deficiency, or any challenging anatomical condition to the reported experience. Therefore, the cause of this event cannot be determined from the reported information. A query and review of the complaint handling database was not performed because the device lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, samplings of finished devices are destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.